Event description:
A user facility in germany reports experiencing a vitrectomy cutter that did not cut while aspiration functioned well. Due to this issue there was a prolongation of procedure of about 4 min. There was no patient impact/injury, and not medical intervention was necessary. The surgery was successfully completed.

Manufacturer narrative:
Product return has been requested however, to date it has not been received for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is underway.

Manufacturer narrative:
One 25ga bi-blade cutter was returned in the tip protector with tape around it. The needle is bent. The port window is in the opened position, and the cutter looks used. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system. The cutter has good clean cuts, throughout the various cut rates, and good aspiration. This cutter performs as intended. However, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is ongoing.

Manufacturer narrative:
The product performed as intended during the functional testing. The root cause for the bent needle cannot be determined due to the used, damaged condition in which it was returned. The investigation is complete.